Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced serous exudate and pain at the stoma site. On (B)(6) 2017, a neurologist reported that the patient went to the emergency room due to a stoma infection and was treated with an unknown oral antibiotic. On an unknown date, the patient had improved and the serous exudate and peristomal erythema was in a better condition. On (B)(6) 2017, the stoma site infection resolved. At the time of report, the duodopa nurse reported that the stoma was in good condition, a new stoma site was not needed, and only a tube replacement would be fine. However, the neurologist did not agree and prescribed a complete withdrawal of the duodopa system.